Event description:
Procedure: laparoscopic rectum approach. Patient sex: unk. Reportedly, after the device was fired the jaws would not open properly and the device was locked on the tissue. The surgeon cut the tissue and applied another stapler. After that, it was confirmed that a part of tissue was not stapled, therefore, intestinal contents leaked. So the tissue was again treated with suturing. No bleeding was reported. The patient is in good condition.